Manufacturer narrative:
Returned device was received in decent physical condition but there was contamination around the dso sensor seal and chassis. Evidence of reported problem in event log was found. During the evaluation of the device, the contamination was found to be the cause of the initial complaint. Replacing the dso sensor resolved the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during use of this smiths medical cadd solis vip pump, the pump exhibited "cassette not attached properly" alarm when connecting to pump. It was reported that the patient needed to receive equivalent of under-infused portion of dose as a separate dose, outside of the original time frame. No reported adverse effects or patient injury.